Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the scs system implant procedure, the patient went hypoxic when the first scs lead was implanted. Consequently, the lead was explanted and the procedure was abandoned. The physician flipped the patient and performed CPR. Reportedly, the patient was stable and was sent to the hospital for overnight observation.